Event description:
On (B) (6) 2010 - the patient underwent open epigastric incisional hernia repair with mesh implant. On (B) (6) 2010 - during a follow-up md visit, the patient was diagnosed with a hematoma or seroma at the surgical site. There was no erythema, induration or tenderness. The fascia was intact. There was no evidence of infection. Four-hundred ml's of fluid was aspirated. There was no evidence of purulence. The patient is currently recovering well.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device remains implanted, therefore, no sample is available for eval. While seroma/hematomas are known possible adverse events that are listed in the IFU, no conclusion can be drawn at this time.